Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the device to have a missing tamper seal, damaged lens and slight contamination around the dso seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing which included a sensor test; the reported customer complaint was confirmed. The problem source was noted to be user interface, as there was physical damage to the air sensor. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had airi in line. No adverse effects were reported.

Manufacturer narrative:
Additional information - a1, b3, b5, h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement.